Event description:
Complaint is reported as: the mask partially deflates or/and it is impossible to make a seal. The alleged defect occurred during bls (basic life support) efforts and delays were avoided through the use of a mask from a second kit. The bag, reservoir and valve all functioned without issue in the situation. According to the rn at the long term care facility, the patient eventually expired; however, the death was not caused by the alleged reported defect of the product.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not available for investigation, therefore, a root cause could not be determined and the complaint could not be confirmed.